Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer provided an anecdotal report of multiple channel disconnect errors during patient infusions. The customer stated that they often use a lot of bleach to clean the devices and iui connectors, and alleges that this may cause the channel disconnect errors. There was no report of patient harm.